Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by an health professional, which refers to a 71-year-old female patient. Additional information was received on the same day by medical assistant. This was case 7 out of 10 with similar events reported from the same reporter. The medical history of patient included chronic sinus issues, arthritis, diabetes, hypertension and former smoker. Concomitant medications included melatonin [melatonin] and metformin [metformin]. No information about history of allergies has been provided. The patient had not received fillers or toxins in the past. On an unknown date, the patient received first and second dose of unspecified covid-19 vaccine and booster dose in may-2021 (2 months prior to restylane-l treatment). On (B)(6) 2021, the patient received treatment with 6 ml of restylane-l (lot 19066), 3.3 ml to the right tear trough and 2.7 ml to the left tear trough (unknown injection technique and needle type). The restylane-l was injected to tear troughs bilaterally (off label use of device). On (B)(6) 2022, the patient returned to hcp with bilateral bruising (implant site bruising), swelling (implant site swelling) and itching (implant site pruritus) to the left eye. The patient was prescribed prednisone [prednisone] and cipro [ciprofloxacin]. On (B)(6) 2022, the swelling had improved but was still present. On (B)(6) 2022, the patient noticed increased swelling and tenderness (implant site pain) also in right jowl. Corrective treatment included injection with hylenex [vorhyaluronidase alfa] and kenalog [triamcinolone acetonide]. The patient was also given a prescription for augmentin [amoxicillin, clavulanic acid]. On (B)(6) 2022, the patient was swollen bilaterally and the hcp injected additional hylenex in right and left tear trough. On (B)(6) 2022, the swelling increased and the patient was prescribed medrol dosepak [methylprednisolone] and injected with hylenex. On (B)(6) 2022, the hcp noticed that the swelling was improving but was still present. Thereafter, the patient was injected again with hylenex in the left tear trough. On (B)(6) 2022, the patient experienced a small nodule (implant site nodule) in the left tear trough and was injected with hylenex in left tear trough. On (B)(6) 2022, the swelling was still present and the hcp injected the patient again with hylenex in the right tear trough. On (B)(6) 2022, all the events resolved and on the same day, the patient received treatment with volbella. On (B)(6) 2022, the patient experienced again swelling in the bilateral tear trough and she was instructed to milk the area. On (B)(6) 2022, the patient had no issues. Outcome at the time of the report: bruising was recovered/resolved. Swelling was recovered/resolved. Itching was recovered/resolved. Tenderness was recovered/resolved. Nodule was recovered/resolved. Restylane-l was injected to tear troughs bilaterally was recovered/resolved.

Manufacturer narrative:
Compant comment: the serious event of swelling at implant site and the non-serious events of bruising, pruritus, pain and nodule at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure in association with user error and potential hypersensitivity to the product. The restylane-l was used off label. The case meet the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. An additional investigation of repeated batch record review will be performed to rule out a non-conforming product. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 17-nov-2022 by an health professional, which refers to a 71-year-old female patient. Additional information was received on the same day by medical assistant. This was case 7 out of 10 with similar events reported from the same reporter. The medical history of patient included chronic sinus issues, arthritis, diabetes, hypertension and former smoker. Concomitant medications included melatonin [melatonin] and metformin [metformin]. No information about history of allergies has been provided. The patient had not received fillers or toxins in the past. On an unknown date, the patient received first and second dose of unspecified covid-19 vaccine and booster dose in (B)(6) 2021 (2 months prior to restylane-l treatment). On (B)(6) 2021, the patient received treatment with 6 ml of restylane-l (lot 19066), 3.3 ml to the right tear trough and 2.7 ml to the left tear trough (unknown injection technique and needle type). The restylane-l was injected to tear troughs bilaterally (off label use of device). On (B)(6) 2022, the patient returned to hcp with bilateral bruising (implant site bruising), swelling (implant site swelling) and itching (implant site pruritus) to the left eye. The patient was prescribed prednisone [prednisone] and cipro [ciprofloxacin]. On (B)(6) 2022, the swelling had improved but was still present. On (B)(6) 2022, the patient noticed increased swelling and tenderness (implant site pain) also in right jowl. Corrective treatment included injection with hylenex [vorhyaluronidase alfa] and kenalog [triamcinolone acetonide]. The patient was also given a prescription for augmentin [amoxicillin, clavulanic acid]. On (B)(6) 2022, the patient was swollen bilaterally and the hcp injected additional hylenex in right and left tear trough. On (B)(6) 2022, the swelling increased and the patient was prescribed medrol dosepak [methylprednisolone] and injected with hylenex. On (B)(6) 2022, the hcp noticed that the swelling was improving but was still present. Thereafter, the patient was injected again with hylenex in the left tear trough. On (B)(6) 2022, the patient experienced a small nodule (implant site nodule) in the left tear trough and was injected with hylenex in left tear trough. On (B)(6) 2022, the swelling was still present and the hcp injected the patient again with hylenex in the right tear trough. On (B)(6) 2022, all the events resolved and on the same day, the patient received treatment with volbella. On (B)(6) 2022, the patient experienced again swelling in the bilateral tear trough and she was instructed to milk the area. On (B)(6) 2022, the patient had no issues. Outcome at the time of the report: bruising was recovered/resolved. Swelling was recovered/resolved. Itching was recovered/resolved. Tenderness was recovered/resolved. Nodule was recovered/resolved. Restylane-l was injected to tear troughs bilaterally was recovered/resolved.. (B)(6) 2022 relates to both version 1 and version 2. Added the result of repeated batch record review.

Manufacturer narrative:
Company comment: the serious event of swelling at implant site and the non-serious events of bruising, pruritus, pain and nodule at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure in association with user error and potential hypersensitivity to the product. The restylane-l was used off label. The case meet the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. An additional investigation of repeated batch record has been performed to rule out a non-conformity product. The result of the repeated batch record review does not show any potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma uppsala quality management system. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.